Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Additionally, the t:slim pump user guide states: "change your infusion set every 48¿72 hours."

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was recommended that the customer load a new cartridge, as current cartridge used humalog and had been in use for 3 days. Customer reported that they change supplies every 3 to 4 days and declined to load a new cartridge.